Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(6) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) while in a nursing and rehab facility. Per review of the event, the device first detected and alarmed asystole at 9:03:59 pm on (B)(6) 2018. The ECG recording shows that the patient's rhythm degraded from bradycardia at 50 bpm to asystole. At 09:38:44 and 09:40:22 pm the device entered a treatment sequence. The rhythm at the time was obscured by CPR artifact. A treatment shock was delivered by the lifevest at 09:41:29 pm. CPR artifact contributed to the false detection. The post shock rhythm was asystole with intermittent cardiac activity. The device again alarmed for asystole at 09:42:59 and 09:51:51 pm. While monitoring the patient, no vt or vf was detected. Asystole is considered a non-shockable rhythm. The CPR artifact contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.